Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
Terumo medical received an FDA medwatch report # mw5112716. The event description states that after a catheterization procedure, a 6 french sheath was discontinued/removed out of the artery when the hub disconnected from the sheath. There was no impact to the patient. Additional information was received on 27 oct 2022: the procedure performed was a heart catheterization. The hub was the gray hub that separated from the white sheath. Hemostasis was achieved by compression. The estimated blood loss was less than 250cc's. The patient was in stable condition. There was no harm to the patient. There were no other devices or equipment used with the reported product. .

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr gss sheath was returned for product evaluation. The sheath was separated from the hub. The sheath was measured to be 17.5cm. About half of the sheath was flattened from the distal tip to the middle. This region was measured to be 8.5cm in length. The hub of the sheath was then x-rayed and was observed that the sewage band had not been displaced. The complaint can be confirmed for sheath separation based on the status of the returned sample. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the artery, causing it to tear from the hub. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).